Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a greater than 80 mm diameter abdominal aortic aneurysm. The patient had a short aortic neck, between 4 and 10 mm. It was reported that the patient when the patient returned for follow-up approximately one year post implant, an endoleak was noted on angiogram just above the flow divider. It was reported that the physician believes the endoleak to be a possible type I, which could not be routinely detected on angiogram. The physician then implanted 9 endoanchors as treatment on the same day, however the endoleak remained after implant. As per the physician, the cause of the event was anatomy related, due to the very angulated aortic neck. No additional clinical sequelae were reported and the patient is fine.